Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device from the date the product was assigned to the patient is 72 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the mobile power unit (mpu) ac power cable gets loose easily and causes alarms. The patient had to reconnect it frequently. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
The reported event of a loose ac power cord connection was not able to be determined. The returned mobile power unit was in used condition. The ac power cord was not returned with the device. A new ac power cord with the new v-lock style power cord and 3 new aa batteries were installed. A full functional test was performed and the device passed all test steps. The mpu was returned to the customer site.a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.